Event description:
The hosp reported during a coronary artery bypass procedure, three heartstring seals would not load into the device properly. No pt complications were reported by the hosp. It is currently unk how the procedure(s) were completed, but the hosp did not report any pt effect(s). It is unk how many cases or how many failed during each case; therefore, all three will be tracked in this one case. This report is for the third seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).